Event description:
It was reported that the health care professional (hcp) wanted to ensure the device system with this right ventricular (rv) lead was magnetic resonance imaging (MRI) conditional. Technical services (ts) confirmed the system was, however, ts noticed that this rv lead exhibited high out of range pacing impedance. It was noted that the trending shows the impedance has been in this range for some time. Ts advised the hcp that an MRI could not be performed. The hcp stated they will reach out to the cardiologist. No interventions are planned at this time. The patient will continue with normal follow ups. The lead remains in use. No adverse patient effects were reported.